Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis confirmed the customer comment that there was a noisy electrocardiogram (EKG) due to a loose EKG connector. Product ID 2067 radio frequency programmer head; product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that when connecting to an external monitor noise was noted on the programmer screen for a surface electrocardiogram (EKG). Different cables and programmers were tried with the monitor and this was the only programmer to have noise. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that when connecting to an external monitor noise was noted on the programmer screen for a surface electrocardiogram (EKG). Different cables and programmers were tried with the monitor and this was the only programmer to have noise. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).